Event description:
Patient representative reported left side "breast wound requiring debridement of necrotic tissue," "capsular contracture," "post operative hematoma," and "increased risk of alcl." Device has been explanted.

Manufacturer narrative:
The events of "capsular contracture and necrosis" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reporter has declined to provide allergan further information regarding event, product, or patient details. Reason for reoperation: capsular contracture baker grade unknown and necrosis, concern for textured implant device, and post operative hematoma.